Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display issue, black lines and double imaging was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty main display due to more than one line on the display. The main display was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the display had black lines across the middle and double imaging. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation; however, the device has not yet been received. Once the device is received and evaluated a follow-up report will be submitted.